Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the probable cause is likely an external force was exerted by strong rubbing or bumping of the subject device during transportation, storage, use, cleaning, etc. This issue is addressed in the device's instructions for use (IFU) with the following warning: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient."

Manufacturer narrative:
The referenced scope was returned to the service center. The evaluation found the adhesive at the distal end forceps cover was missing. Additionally, the bending section cover was cut and the bending section cover adhesive was cracked; scope passed leakage test. Also the jet inlet was loose. The device was repaired to standard specifications and returned to asset stock the asset was last service/inspected on november 30, 2020 with no problems found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of a returned asset, the evis exera ii ultrasound gastro-videoscope's adhesive at the distal end forceps cover was missing. There was no report of any problems associated with the device and there was no report of patient injury or harm